Event description:
It was reported material separation occurred. A renal cryoablation procedure was performed in the kidney, using two icerod plus cryoablation needles. The procedure itself was completed without any problem, however, a white spot was observed when the computed tomography (CT) scan was taken after the removal of the needle, indicating that something might have been left inside the body. A CT scan was performed again after a few hours and showed nothing unusual. The needles were visibly reviewed and no defects on the needles were apparent. No additional intervention was performed. No further patient complications were reported.

Event description:
It was reported material separation occurred. A renal cryoablation procedure was performed in the kidney, using two icerod plus cryoablation needles. The procedure itself was completed without any problem, however, a white spot was observed when the computed tomography (CT) scan was taken after the removal of the needle, indicating that something might have been left inside the body. A CT scan was performed again after a few hours and showed nothing unusual. The needles were visibly reviewed and no defects on the needles were apparent. No additional intervention was performed. No further patient complications were reported.

Manufacturer narrative:
Device analysis: the device was returned and thoroughly tested for any evidence of material separation from the needle that could have been left in the patient after treatment. Visual investigation showed no evidence of any material separation. A leak test was performed and there was evidence of a gas leak at the handle shaft. Disassembly revealed a lack of glue found in the connection of the needle handle to the shaft. The account reported that after a cryo procedure they noticed something on the CT scan that appeared to be material left in the patient from the needle. Investigation found no evidence of material separation from the needle that could have contributed to the complaint. Further investigation found a leak from the needle shaft handle. Disassembly of the needle found a lack of glue at the shaft handle. The complaint conclusion code is manufacturing deficiencies; a lack of glue at the needle to handle shaft caused a return gas leak on a portion of the device outside of the patient.